Event description:
It was reported that the patient experienced pain; her ¿regular¿, later referred to as her chronic, pain in her body had increased. The health care provider (hcp) under ¿extra¿, possibly referring to x-ray as it was also reported x-rays were performed, did a dye study in the office and thought the dye was in the pocket around the pump. It was thought that the catheter wasn¿t connected to the pump correctly at the pump connector. As a result surgery was scheduled and the pocket was opened. The hcp did a dye study then as well and everything was fine so the hcp sewed the patient back up. The catheter remained implanted and no explant occurred. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The patient was upon following up indicated to be doing fine and receiving effective therapy. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).